Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, a visual inspection of the product return showed damage to the dilator tip. Next, the device passed the flow test. Finally, the dilator failed the wire insertion test, since a difficulty was noted during backloading of wire due to reduced lumen at dilator tip. The reported allegation is confirmed through product return testing.

Event description:
It was reported that during a watchman procedure, a versacross connect laac was selected for use. Upon opening the first versacross connect, the scrub tech and physician was unable to load the wire into the versacross dilator. It appeared that the tip of the dilator looked like it was flared, no mention of slits or tears. Thus, a second versacross was opened which happened to be the same lot number and the same issue occurred. Thus, a third kit with different lot was used and the procedure was completed successfully. No patient complications occurred. The dilator was reshaped. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman procedure, a versacross connect laac was selected for use. Upon opening the first versacross connect, the scrub tech and physician was unable to load the wire into the versacross dilator. It appeared that the tip of the dilator looked like it was flared, no mention of slits or tears. Thus, a second versacross was opened which happened to be the same lot number and the same issue occurred. Thus, a third kit with different lot was used and the procedure was completed successfully. No patient complications occurred. The dilator was reshaped. The device is expected to be returned for analysis.